Manufacturer narrative:
The pad-pak was first installed successfully on the (B)(6) 2009 and performed self-tests up to the (B)(6) 2012. Temperatures were recorded during this time below the recommended operating temperature. The device failed a self-test due to a low battery on the (B)(6) 2012 and remained in fault mode until the (B)(6) 2013 when a further pad-pak was installed. Multiple manual power ups mainly of 10 minutes duration were recorded between the (B)(6) 2015. The user accessible memory was erased prior to the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.